Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart was "beating too fast". The implantable pulse generator (ipg) was adjusted however the "pulse is still fast". The patient also noted their left side hand and arm tend to get numb. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the follow up facility there was normal device function, the device was interrogated and no changes were made.